Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined.

Manufacturer narrative:
Patient information was unavailable from the site. No parts have been returned to the manufacturer for analysis. The issue was resolved upon speaking with technical services over the phone.

Event description:
Medtronic received information that the image acquisition system (ias) was in "stand alone mode" and was not moving past that mode. The site rebooted the system (ias & mobile view station (mvs)) which connected two times without resolution. Delay to surgery 10 minutes. There was no reported impact on patient outcome.